Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower right around to pelvic area") in a 33 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced back pain (seriousness criterion intervention required), pain in extremity ("shooting pain down my leg all the way to knee") and coccydynia ("tailbone pain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, coccydynia and pain in extremity to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- back pain , pain in extremity, coccydynia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower right around to pelvic area") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion intervention required), pain in extremity ("shooting pain down my leg all the way to knee") and coccydynia ("tailbone pain"). At the time of the report, the outcomes for these events were unknown. She was treated with surgical essure removal on (B)(6) 2021. The reporter considered back pain, coccydynia and pain in extremity to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- back pain , pain in extremity, coccydynia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: the following information added: lawyer, patient's initials, patient's date of birth, essure's indication, and essure's insertion and removal date. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.